Manufacturer narrative:
The front bezel was replaced. The unit was tested, and the device was placed back into service.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09sep2020.

Event description:
The customer reported navigation (nav) ring is not working. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.